Event description:
A non-diabetic alcoholic, while intoxicated, accidentally overdosed with his wife's insulin. The amount of insulin taken is not known and was not based on the meter results. It was reported that the pt was unconscious for approx 3-4 hrs and the fire dept was called to the house. The reporter alleged that while attempting to get a blood glucose result, the blood glucose device generated an error after dosing the strip. The error type was not known. The reporter also stated that a second device produced an unk error and that a reading of 16 mg/dl was obtained on the wife's meter. The pt was treated with 1 ampof d50. A result of 186 mg/dl was obtained and the pt was transported to the hosp. It was reported that the pt was transferred to a different facility. The type of facility, further treatment or further actions taken was not provided. A request was made for the return of the product and replacement product was sent